Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system message displayed requesting a new bss bag. The bss bag was replaced but there was no irrigation. The system was exchanged. The cataract with intraocular lens implant procedure was completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and confirmed that system message (sm) - [active irrigation actuator failed] was present in the event log. However, the company service representative was unable to replicate the reported events. As a preventive measure (pm), the company service representative recalibrated the bag pressure sensor (bps) and active irrigation (ai). The system was then tested and met all product specifications. The system was manufactured on september 14, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).